Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving morphine via an implantable pump for spinal pain. It was reported that about a month ago the patient began to say that they heard the alarm. The patient representative stated that they were trying to get the patient to the healthcare provider (hcp) to refill their pump but the patient wasn't well enough to make it as they were currently on hospice (they are unconscious as they are actively dying). The patient had "already gone through withdrawal at this point" and did not wish to pursue therapy. They asked if they could silence the alarm to make the patient more comfortable. Patient services reviewed company representative vs. Hcp role and provided the national answering system phone number.